Event description:
On 10/15/1998 the account reported an erroneous hemoglobin result of 14.2 g/dl and hematocrit result of 44.4%. The sample had been retested and similar results were obtained. "R2" and "uri" flags were given with the pt's sample printout; however, a smear was not reviewed prior to reporting. The result were questioned by the physician and the sample was retested. A hemoglobin=7.7 g/dl and hematocrit=24.3% were obtained. According to the pt's physician, the pt was airlifted to another facility and would not have been sent with oxygen with the original results. The pt was sent with oxygen due to the retest results.